Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was outside of clinical use at the time of event occurrence. A philips remote service engineer (rse) analysed the system log and found that the system interface board (sib) related errors. Subsequently, a philips field service engineer (fse) visited the site and discovered that the geo tso (technical service object) had failed during startup. To resolve the issue, the fse disassembled, cleaned, and reassembled the tso. After which, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the equipment was locked up and failed to respond. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.